Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the complete investigation results. One (1) 6fr angio-seal device was returned for product evaluation. The returned device included the header bag, carrier tube, hemostasis sheath, arteriotomy locator, and internal device components. The device was visually inspected and found to have been in used condition with visible signs of blood. The components were returned separate from each other. The sheath was returned with a cut near the distal tip. The carrier tube was returned in forward lock position with the suture fully deployed and cut. The tamper tube and a section of the suture containing the black marker was separate from the device. The device was returned with the carrier tube and hemostasis sheath fully separated. The carrier tube was kinked and the sheath was damaged. The damage was consistent with cutting after device use. It appears the device was cut open after the event to confirm the presence of the anchor and collagen. The anchor and collagen were not returned with the device. Based on the device condition, it appears that an assembly issue occurred which resulted in the reported event. The cause could not be identified based on the available information. As a result, the complaint was confirmed. The exact root cause cannot be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table record (hbrt).

Event description:
Terumo medical corporation received the following reported information: when the tech was attempting to withdraw the device, he pulled the angio-seal to set the foot plate, the sheath sheared off, and the device did not deploy. The procedure performed was a radial cath via 6 french sheath, and a pre-deployment angiogram was performed. Pressure was held and the patient was fine; no blood loss was reported. No difficulties with arterial access, sheath, guidewire, or catheter insertion. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.